Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Codes were derived based on the info provided by the user facility in the maude event report and a written response from the user facility to an email sent by carefusion seeking additional info. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep evaluated the device and found it to be meeting factory specs. The alleged problem was not verified. As a precaution the on/off power switch was replaced and preventative maintenance was performed on the device prior to releasing it back to the user facility ready to be placed back into service.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2014. It should have been (B)(6) 2014. The information for this follow-up report was noted on 9/21/2015. This event was an adverse event as well as a product malfunction. Medical intervention was required to preclude serious injury or death. Life threatening and required intervention to prevent permanent impairment/damage (devices) were added because the ventilator required change out. Brand name. Vela comp d ventilator. Information redacted from initial MDR, submitted in error. Should be coded as serious injury given medical intervention was required to preclude serious injury or death.

Manufacturer narrative:
Corrected data: malfunction. No patient injury.

Event description:
The following info was provided to carefusion by a user facility rep: "customer claims this ventilator screen went blank and the ventilator went off while on the pt. They claim there was no harm done to the pt. This is the only info provided by our customer." "Customer stated that the unit stopped ventilating while on pt, screen went blank, and audible alarm sounded. Unit taken out of room and another unit was brought in." "Disposition of the pt after the event: pt remained on ventilator support; she is a chronic vent." The following description of the event was copied from a maude event report received by carefusion from the FDA on november 14 2014: "while staffing was in room cleaning pt ventilator shut off, screen went black and could not be turned back on. Care fusion is here today, (B)(6) to look at vent."